Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Supplemental sent to correct information omitted for the narrative in supplemental #1.the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2015). The patient¿s test strips have been returned on 5/14/2015 and evaluated by lifescan product analysis on 5/15/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged inaccuracy began on ¿(B)(6) 2015, 10:25pm¿. The patient stated that he obtained an inaccurate high result of ¿17.3mmol/l¿ on the subject meter. The patient manages his diabetes with humalog insulin (self-adjuster) and reported increasing his dose of basal insulin from 24 units to 30 units as a result of the high reading. The patient reported on ¿(B)(6) 2015, 1:40am¿, he awoke having developed symptoms of ¿cold sweat and shaking lips¿, at this point the patient reported a reading of ¿3.3mmol/l¿ on the subject meter which he self-treated with ¿(B)(6)¿ (liquid grape sugar) and a ¿can of (B)(6)¿. After 20 ¿30 minutes he felt better and later that morning at ¿6:03am¿ he obtained a reading of ¿8.9mmol/l¿ which was normal for him. At the time of troubleshooting, the csr determined that the correct unit of measure was used at the time of testing and the patient did not have control solution to walk through a test. Csr indicated that the issue was resolved with training. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter has been returned on (B)(6) 2015 and further evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: a device history record (DHR) was done on the subject meter lot, which was found to have a non-conformances (nc). The planned deviation, however, is a shipment authorization issue that has no adverse impact on the product performance or function. In addition, performance testing with blood was performed on the retain test strips on (B)(4) 2015. The retain test strips failed the performance testing with blood for accuracy and precision at 300mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.